Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test result and e-5 error. Customer stated that both had occurred multiple times. At the time of the call, the customer reported not feeling well and was feeling anxious and groggy. Customer stated he was going to call his doctor and could not continue with the call. Customer did not provide meter or test strip information.